Manufacturer narrative:
The pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. There was no reported adverse impact to the customer¿s blood glucose level. The issue occurred in the past; therefore, troubleshooting could not be performed. Fill estimate was accurate at the time of report. Tandem technical support (cts) discovered the customer was not practice the proper air removal technique. Cts reminded the customer to do so as this was off label.